Manufacturer narrative:
Device evaluation by manufacturer: a field service engineer (fse) replaced the bent sampling needle assembly and adjusted alignment to the loader. The fse then quality controls and patient samples without any further issues. The g8 instrument was performing within specifications. No further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were two (2) similar complaints identified during the searched period, which includes this event. The g8 variant analysis mode operator's manual under chapter 5, maintenance procedures, states the following: 5.10 sampling needle replacement caution: replace the sampling needle if it is bent or broken. Use the following procedure to replace the sampling needle. Access to the inside of the analyzer is needed to replace the sampling needle. Be sure that only personnel who have been trained by tosoh or its representatives perform these operations. Be sure to wear protective clothing (goggles, gloves, mask, etc.) And take sufficient care to prevent infection during handling. Take care not to touch the end of the sampling needle during handling. The most probable cause of the bent sampling needle assembly was due to a misalignment to the loader. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
A customer reported a bent sampling needle assembly was stuck on a sample tube on the g8 instrument. The technical support specialist (tss) instructed the customer to attempt to remove the sample needle assembly, but it was not possible, because of the extent of the bent. The customer requested service in order to resolve the issue and the tss ordered a replacement sampling needle assembly. The a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.